Event description:
Had breast augmentation which has since resulted in disability and mental health illness due to breast implant illness! I have mcghan round mammary textured saline implants. They are literally killing me. FDA safety report ID # (B)(4).